Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a spinal procedure on (B)(6) 2015 and suture was used on deep derma layer. During spine implant, after the first knot, the suture snapped into two. It was reported that the procedure was converted to open. Another like device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.